Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21may2019. The manufacturer¿s field service engineer (fse) confirmed the reported battery failure issue. The manufacturer¿s field service engineer (fse) replaced the battery to address the reported problem. The manufacturer¿s field service engineer (fse) spoke with customer who indicated that this issue has been resolved.

Event description:
The customer reported battery failure. There was no patient involvement.